Manufacturer narrative:
Batch review performed on 7 july 2026: lot 2418349: (B)(4) items manufactured and released on 3-oct-2024. Expiration date: 18-sep-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. There was no indication of a fall or trauma. At about 1 year and 3 months post primary the surgeon revised the ps insert from a 10mm to a 12mm to address the instability. The surgery was completed successfully.